Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The remote user interface (rui) was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the motorized c-arm would not move when using the remote user interface (rui) on the 9900 system. No patient injury was reported.